Event description:
The company received a report where it was reported that the ICU physician discovered a air leakage in the cuff during pt use. The caller reported that non routine extubation and reintubation of a replacement tube was required. The caller stated that "the intubated position in the pt might happen to be changed during transfer from operating room to ICU though it was confirmed that a bite block was applied to fix the trach tube to the pt."

Manufacturer narrative:
The customer indicated that the sample associated to this report is expected to be returned to the mfg site for analysis. If the sample is received and significant info is identified from the sample analysis, a summary of the investigation results will be provided in a supplemental report.